Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2013 due to chronic dislocation. During the procedure, surgeon could not disengage the arcos implant from the distal stem. As a result, no products were removed and soft tissue reconstruction was performed. The event caused an hour and a half delay in the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-03027/ 03029).